Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil implant, majority of the pusher, and introducer were not returned for analysis; however, the microcatheter and the transition pet of the pusher were returned. There was a single green lead wire within the damaged pet sleeve. As no other portions of the pusher were returned, a detailed analysis could not be performed. The returned component does not allow for a comprehensive root cause analysis. The microcatheter was also investigated for damage. Multiple pinch points were noted on the microcatheter. A demonstration coil was introduced into the microcatheter and it did not advance past the multiple noted pinch points. It is unknown when the damage to the microcatheter was generated. Fluoroscopic images were provided and reviewed by mv's product safety physician: there are multiple attached images of varying quality. One image shows what appears to be a partially coiled aneurysm with a stretched pusher coil extending proximal to the aneurysm. Sections of the stretched pusher coil appears to be possibly tacked to the vessel wall via a stent, based on what appears to the proximal and distal markers of a stent. The stent struts, however, cannot be clearly seen in this image. A subsequent image appears to show a segment of stretched pusher coil and another supplemental image is of such poor quality that is difficult to clearly discern the embolic coils or the pusher coils. The remaining images demonstrate the aneurysm undergoing embolization, and some show what appears to be a stretched pusher coil, but these images are generally of poor quality. Taken together, these image support the complaint . Only a length of pet was returned for analysis. The rest of the device is considered critical in the root cause investigation of the reported complaint. The microcatheter contains damage that can result in a pusher getting stuck. The source of the damage or timing of the occurrence cannot be definitively stated. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. The IFU also states, " due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration."

Event description:
It was reported that during a coil embolization procedure, the coil was no longer able to advance and the distal pusher coil was noted to be stretched. The implant coil was not able to be withdrawn or detached; therefore, a stent was deployed to affix the stretched segment to the vessel wall. The coil was then intentionally stretched down to the femoral area, where the stretched pusher coil was sutured in place. The patient was prescribed the same post-operative medication as given to all patients who undergo the procedure. The patient's condition was reported to be "normal" after the procedure.